Event description:
It was reported that a faradrive steerable sheath clear that was selected for use exhibited air ingress. During the procedure when the farawave catheter was inserted into the sheath and confirmation of reverse haemorrhage , air was noted at the flush port of the sheath. Several syringes were replaced to attempt to remove the air. However, the air was still observed. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.